Event description:
It was reported to boston scientific corporation that an uromax balloon catheter was used in a procedure performed on an unknown date according to the complainant, the catheter of the device was found to have couple of kinks on it; hence, they decided not to use it on the patient. It is unknown how the procedure was completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device found multiple kinks along the length of the catheter shaft. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in a procedure performed on an unknown date according to the complainant, the catheter of the device was found to have couple of kinks on it; hence, they decided not to use it on the patient. It is unknown how the procedure was completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.